Event description:
As reported: during treatment of a large sidewall aneurysm, using a microcatheter 156, fully delivered the hydroframe coil, but it would not detach with two detachment controllers. Sequence of events: deployed half of a flow diverter, coiled, then more flow diverter deployed, but not fully deployed. They pulled the coil out and it stretched and detached. According to them, "no loops in pusher wire." Finished deploying the flow diverter, had 5-6mm of the clot retriever to try and retrieve the coil, but it did not work. Finally, there were able to pull the microcatheter into the benchmark; they visualized the pusher wire in the benchmark and used a snare to get all of the coil. No patient injury, physician said patient is good.

Manufacturer narrative:
The investigation of the returned coil system found the implant stretched and separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength. The returned detachment controllers were found to function as intended and would not have caused or contributed to the alleged detachment issue.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: during treatment of a large sidewall aneurysm, using a microcatheter 156, fully delivered the hydroframe coil, but it would not detach with two detachment controllers. Sequence of events: deployed half of a flow diverter, coiled, then more flow diverter deployed, but not fully deployed. They pulled the coil out and it stretched and detached. According to them, "no loops in pusher wire." Finished deploying the flow diverter, had 5-6mm of the clot retriever to try and retrieve the coil, but it did not work. Finally, there were able to pull the microcatheter into the benchmark; they visualized the pusher wire in the benchmark and used a snare to get all of the coil. No patient injury, physician said patient is good.